Event description:
The hospital reported that the customer attempted to load a HST III System (3.8MM) into a delivery device using the IFU method during an OPCAB surgery. However, the seal became stuck on the loader, preventing normal loading, and the delivery device handle detached. The product was determined to be defective, and a new unit was used, allowing the surgery to be successfully completed. There was a delay about 10-15min. The patient's condition remained stable.

Manufacturer narrative:
(b)(4).Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard SOP's, all events are tracked and trended to determine whether or not any trends developEvent Site Name Exceeds character limitations: (b)(6).